Manufacturer narrative:
G4:21dec2020. B4: 06jan2021. A blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported that when the circuit was occluded, a noise occurred from inside the ventilator during pre check. It was reported that there was no delay to therapy. There was no patient involvement. The manufacturer¿s international service technician inspected the device and found the noise coming when blower was operating. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.